Manufacturer narrative:
It was suggested that the customer run titer testing on the sample. No service call will be created on this provue, it is believed that this is sample related in this case. (B)(4).

Event description:
The customer reports possible carryover with a sample that had a strong anti-d. No erroneous results were reported as a result of this incident.